Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: yes. Findings: was built and packaged on afa line 11 from 06dec2017 through 08dec2017 for the quantity of (B)(4). All required challenge, setup and in-process samples were performed in accordance with the quality control plan and all passed per specifications. Inspections (included but no limited to) for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Peura-fmea results: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one iag bc 22ga catheter-adapter assembly along with a piece of top web (packaging). The top web strip displayed a handwritten note stating ¿fm is attached on the circle on the package. Visual/microscopic examination: the catheter-adapter assembly did not displayed any foreign material. A particle of white-clear material was attached to the top web strip. Investigation conclusion: relationship of device to the reported incident: manufacturing. Comment: the fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Td 2017-88 was in place to prevent foreign matter from getting on parts.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter had foreign matter on the catheter tip. Found before use. No reports of serious injury or medical intervention noted.